Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between 25 april and 26 april, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device contained 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.